Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during start up of the system the upper illuminator did not turn on. A system message was displayed. The case was completed using an alternate system. There was no patient involvement. Additional information has been requested and received.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error.  This report does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).